Event description:
Hcp reported that the patient's pump has low battery alarm occurring one day post implant. The device status is unknown and has not been returned to the manufacturer. A followup report will be sent when additional information is received.